Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. An examination of the device identified that 7mm of blade and pad lifted on the proximal end of balloon. The blade was still attached to the balloon. The balloon was examined and there was evidence of blood in the lumen. Indicating a potential leak, however, the balloon was inflated without issue to its rated bust pressure of 10 atmospheres using an encore inflation device. This was repeated two more times with no inflation or deflation issues noted. A visual and tactile examination found no kinks or damage along the shaft of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that a balloon rupture occurred. Vascular access was obtain via shunt vein side. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. After the guide wire crossed the lesion, a 6.00mmx2.0cmx135xcm peripheral cutting balloon¿ was selected to be used. An attempt to dilate the lesion was made, however, it was noted that the media leaked before the pressure was elevated and balloon rupture occurred. The device was removed from the patient and the procedure was completed with a different device. However, device analysis revealed that 7mm of blade was lifted on the proximal end of the balloon.